Event description:
It was reported the patient had fallen into an electric fence and it shut off their therapy. It was confirmed the shutting off event was because of the reed switch and not a problem with the device. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot# v063570, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot# v065001, implanted: (B)(6) 2007, product type lead; (B)(4). The initial MDR was filed as MFR report # 3007566237-2013-00003. Additional review indicated the correct manufacturing site was site 3004209178.

Event description:
Additional information received reported the day of event the implantable neurostimulator (ins) had a power on reset (por) message. That day the ins was returned to previous settings with gradual increases in amplitude. Tremor and rigidity resolved and it was indicated the patient was back to previous status. The patient had not been seen since the incident.